Event description:
It was reported that this device was used to expand another MFR's coronary stent and that the balloon burst at its rated burst pressure. There has been no claim of injury related to the event.